Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost last year, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use. The root cause was determined to be defective esm board. In consequence the hamilton-c2 esm modul, msp160206 was replaced, and no other failures were registered for this device sn8007. There was no patient or user harm.

Event description:
Te 246018, black/white screen, esm defect (ic8).